Event description:
It was reported that a pump alarm occurred during insulin delivery. The customer declined to answer whether their blood glucose exceeded a certain level. A new cartridge was loaded with assistance, but the alarm reoccurred, preventing the continuation of insulin therapy. Technical support decided to replace the pump and instructed the customer on how to put the pump into storage mode for return. The customer will use an alternate insulin delivery method and return the pump with a pre-paid label.